Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was not activated and therefore had not collected patient data. The icm was reprogrammed and remains in use. No patient complications have been reported as a result of this event.